Event description:
Initially, the customer reported that the shipment of supplies was left on the porch while raining. During the call, the customer stated that she was treated at the hospital for diabetes ketoacidosis. The blood glucose was unk at the time of call, but she stated that it was within the normal range. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.